Manufacturer narrative:
It was reported that a bilateral patient presented pain and elevated serum markers for chromium and cobalt. This complaint relates to the right side, in which the devices which were used in treatment, remain implanted. Additional information has been requested for this complaint but has not become available. A review of the complaint history for the head / cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head and cup. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Although it was reported the patient had pain and elevated serum markers for chromium and cobalt, without the supporting lab results and/or supporting medical clinical documentation, the root cause of the reported pain and elevated metal ion levels cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. To date no revision has been reported. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery in the right hip was performed due to persistent pain and elevated serum markers for chromium and cobalt caused by metallosis. This is a bilateral patient.